Event description:
Extreme headaches, respiratory and inflammation issues, hypersensitivity, lung cancer 1 nodule right lung that oncologist can't determine. Irritation and cannot sleep. FDA safety report ID # (B)(4).